Manufacturer narrative:
Investigation was concluded on this event on (B)(6) 2023. During this revision procedure, an eleos tibial hinge component, eleos tibial poly spacer, and eleos tibial baseplate were revised, as the patient was experiencing patella baja in the left knee joint. The patient was experiencing patella baja, resulting in the need to change the alignment of the hardware to allow for proper tracking of the patella during flexion and extension. In this case, the three eleos components were replaced with custom non-onkos devices. The explanted devices were not returned for evaluation. The lot number of the tibial poly spacer is not known. Therefore, a review of work order and sterilization batch record could not be completed as the device information is not known. The root cause of the patella baja condition could not be determined conclusively. Patella baja is the condition of a patient's patella lying lower than intended, which can cause pain and restricted range of motion. The cause of this condition could have been due to multiple factors- insufficient alignment/placement of the patella intra-operatively, improper selection or positioning of components intra-operatively, post-operative trauma, etc. However, based on the available information, a root cause could not be determined conclusively. The following mdrs were submitted for this event: 3013450937-2023-00122, 3013450937-2023-00122-001 , 3013450937-2023-00205 .

Event description:
It was identified on (B)(6) 2023 that a patient underwent a revision procedure in 2017. The patient was experiencing patella baja in the left knee joint. In this case, eleos components were replaced with non-onkos devices.on (B)(6) 2023, through investigation of MDR 3013450937-2023-00122 , additional information was received regarding components which were revised.- an eleos tibial hinge component, eleos tibial poly spacer, and eleos tibial baseplate was revised. This record captures the eleos tibial baseplate MDR 3013450937-2023-00122 captures the eleos tibial hinge component. MDR 3013450937-2023-00205 captures the eleos tibial poly spacer.